Manufacturer narrative:
Baxter's quality assurance department has reviewed proper procedures with the home patient in addition to referring them to their nurse for local procedures.

Event description:
A home patient contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of the home patient's homechoice machine during her automated peritoneal dialysis therapy. Reportedly, the home patient disconnected his transfer set from the patient line of the homechoice set without pausing therapy. The patient then reconnected to the setup and received the alarm. Baxter's technical service center assisted the home patient in ending the therapy early. Therapy was completed manually. No patient injury or medical intervention was associated with this incident per the home patient.